Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# v311441, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 17-nov-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient needed an MRI of their hip/back. They went to see their doctor who ran impedance checks and got high results on electrode impedances with both the tablet and 8840. The patient¿s left gpi lead at contacts 1 and 2 showed 590 ohms monopolar and stated that bipolar contact 2 in use with contact 1 showed 112 ohms. They were advised to make sure those contacts were not being used and to assess the patient for clinical benefit. They also advised to ask if they had any falls/traumas/procedures recently that may have caused it. They did not proceed with the MRI and the issue had not resolved. No issue was reported with the right lead. There were no further complications reported.